Manufacturer narrative:
(B)(4). A visual, and functional inspection of the device involved could not be conducted since the device was not returned. However, "verification of failure mode reported in the current manufacturing process" was conducted. Samples (200) from the same family of devices were taken from the current production. The cuff from the samples were inflated and left for four hours. Afterwards, the cuff from samples were then deflated. Samples were visually inspected, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation and determine the root cause. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "uneventful intubation, anaesthetist noticed lung secretions and phlegm coming from the mouth during the case indicating that there wasn't a good seal. (Cont.) Balloon/cuff reinflated but would deflate again after time. Anaesthetist aware and regularly inflated cuff. No adverse outcome to patient. Et tube inspected after case. Air could be felt escaping from pilot valve."